Event description:
There was an allegation of an issue with the movement of the output arm of the cobas p 612 pre-analytical system that caused cross-contamination of patient samples. The customer alleged the device was aggressively placing the samples into trays or slamming the sample into the trays. The customer retested the two affected patient samples. No questionable results were provided.

Manufacturer narrative:
The field service engineer retaught the pickup position and retaught all positions to the output sorter racks. He ran samples and the device picked up each sample correctly and placed it in the rack correctly. All functions tested successfully. Additional information for the investigation was requested but not provided. Based on the provided information, the specific cause of the event could not be determined. The investigation did not identify a product problem.